Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective dispenser unit. The fse replaced the dispenser unit to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case - (B)(4). For erroneous results with occurrence date of (B)(6) 2024 refer to beckman coulter identifier case - (B)(4). For erroneous results with occurrence date of (B)(6) 2024 refer to beckman coulter identifier case - (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for sodium (na) and potassium (k) on their au5800 clinical chemistry analyzer. The customer indicated erroneous patient results occurred on (B)(6) 2024. There was no report of change to treatment, injury, or death associated with this event. Note: this report will address erroneous results with occurrence date of (B)(6) 2024.